Event description:
Customer states: prior to use on a patient, a medical examiner at hospital confirmed the cuff could be inflated. Customer confirmed that fault was identified during pretesting efforts. No patient involvement.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received, a summary of the investigation will be provided in a supplemental report. (B)(4).